Manufacturer narrative:
Study event.

Event description:
Device malfunction: none. Symptoms/ae: filter basket became full with debris and was aspirated twice. Time of symptoms/ae: during the procedure in 2006. It was reported that during the procedure, the accunet filter beccame full and was aspirated twice. The lesion was ulcerated plaque was tight stenosis. The filter basket was placed above the lesion without difficulty and then the lesion was pre-dilated. The acculink stent was deployed and post dilatation was performed. It was observed that the flow was slow in the filter and the first aspiration was done. It was suspected that some filling defect at the filter may have occurred with some at the stent and attributed to the filter basket remaining full. The physician as asked to use the recovery catheter. No neuro deficits were reported and the pt was reported to be fine and was discharged home the following day. No additional info is available.